Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and was determined to be a type of phenomenon listed within the product IFU warnings. The product returned for evaluation was five 20ga x ¾¿ safestep infusion sets (w/ y-site). Each sample contained blood-like residue indicating use. Each sample was also returned with the product unit labels and all were from the same product lot. Further evaluation found blood-like residue on the exterior of the blue y-site valve of four of the five returned samples. Functional flow testing of the samples, using water and a 12ml syringe, resulted in the formation of a single bead of fluid on top of the valve of four out of five samples but no continuous leakage was found among any sample and the remaining sample did not exhibit the same bead of fluid. The safestep IFU provides the following warning related to this event, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve". A lot history review (lhr) of ascys0250 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (ascys0250) have been reported from the same facility.

Event description:
It was reported the safestep port needles are leaking. On (B)(6) 2019: update: nurse observed the leaky y-site upon flushing with normal saline. Patient was de accessed and re-accessed to ensure safe administration of treatment. This report addresses the fourth device.